Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm on (B)(6) 2022. On (B)(6) 2022, the pediatric patient experienced a skin reaction with itching, redness, inflammation under the entire patch area. The skin reaction was treated with a prescription an oral antibiotic flucloxacillin (500 milligram, 4 times per day). At the time of the report the patient was doing fine. A photograph was provided for investigation. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.